Event description:
It was reported that while in cath lab, md inserted sheath via femoral artery. Prior to insertion, intra-aortic balloon (iab) was prepped per instruction. Iab was inserted & after five minutes of pumping the pump, alarmed "change ap sources." Clinicians switched to a transducer. After five minutes, the pump alarmed "helium loss" & "check connections." Clinicians checked all connections, tried to resume pumping, but received same alarm. They removed 40cc iab, changed pump & inserted a 30cc fos. "After that no problems were reported." There were no reported patient complications. Patient remains in cardiac care unit with the 30cc fos iab. A follow-up report will be filed if more information becomes available.

Manufacturer narrative:
.